Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's implantable cardioverter defibrillator exhibited under-sensing and over-sensed noise. No intervention was performed. The patient condition was unknown.

Event description:
New information received indicates that programming changes were performed. There were no patient consequences.